Manufacturer narrative:
According to the coolsculpting user manual, under warnings, coolsculpting system use has not been studied in patients with impaired peripheral circulation in the area to be treated. It also states that the use of the coolsculpting device on areas with superficially located nerve branches, arteries, or veins has not been demonstrated to be safe and effective. Such use may result in injury to the patient. Do not use the coolsculpting system on areas with minimal underlying muscle mass or on areas with superficially located nerve branches, arteries, or veins.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the banana roll on (B)(6) 2024 and presented with worsening of varicose veins. The patient had history of varicose veins on the back of the knees and these had worsened and extended up to the upper thighs.the patient was never asked about varicose veins prior to the coolsculpting treatment.